Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, two or three weeks prior to a refill, the patient would be in so much pain that he couldn't walk. Additionally, it was stated that the pump only helped with the pain in the patient's spine, but not the rest of his body. Upon attempting to increase the patient's medication dosage, his breathing would slow and he would need oxygen, thus his dose hadn't been increased since approximately six months to a year prior to report. It was noted that the patient's pump could run out of medication on (B)(6) 2012. About three weeks later, it was reported that the patient was having difficulty finding a physician to refill his pump. He only found one physician, but he would only treat him if he could lower the pump to 0.5mg. It was stated that it would take about twelve months to titrate down to that dose. At the time of report, the patient was in a lot of pain and could barely walk. The patient further stated that his back had been hurting from walking, but also stated that he was in a wheelchair. Two months after that, it was reported that the patient had been hospitalized to get tapered off his medications. The drugs used in this system were fentanyl, clonidine, and marcaine.